Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was not verifiable. The service repair technician (srt) observed the monitor to pass power on self-test with alternating current (ac) power applied. The arterial blood parameter monitor (bpm) passed sample calibration and verification testing on calibrator and passed intensity test within specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) placed the monitor in operate mode and blood parameter monitor (bpm) values were able to be changed in-vivo and accepted. Monitors q flow was set manually which changed the oxygen transfer rate (vo2) value successfully. Monitors partial pressure of oxygen (po2) was changed multiple times which changed svo2 value. Unknown if changed to svo2 is accurate since no blood loop equipment available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review on (B)(6) 2017, the incident occurred during extracorporeal membrane oxygenation (ECMO), during the first hour of the procedure. The venous oxygen saturation (svo2) was reading 100% in the early minutes of cardiopulmonary bypass, when the actual patient measured level was between 70-80%. After an in-vivo calibration the svo2 again quickly returned to 100%. A back-up monitor was used with the same cuvette and the values with the new monitor were adequate and reasonable. The procedure was completed, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous oxygen saturation (svo2) is reading 100%. They calibrated it multiple times and the reading was way off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.